Event description:
It was reported to philips that the defibrillator would not power up following servicing of the device. There was no patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was duplicated during lab tests. Fuse f6 was found open.